Event description:
Three pt samples that gave discrepant pth results. Same samples used for repeat testing on another analyzer-same methodology. Pt 1, initial result 392 pg/ml, repeated twice and gave results of 397.3 and 43.62 pg/ml. Pt 2, initial result 1056 pg/ml; repeat 45.27 pg/ml. Pt 3, initial result 2634 pg/ml; repeat 46.25 pg/ml. Erroneous results were not reported. The field service rep determined the s/r probe was misadjusted. The probe was adjusted. In addition, the field service rep adjusted the rack sampling position and replaced and adjusted the s/r liquid level detection pcb. Performance tests were performed which were within specification.